Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the patient had stated that mentioned one instance in which the battery was off and became depleted over the course of two days. It was not available if this was different than before. The rep wanted to review the advanced stats in the recharger. The manufacturer reviewed the recharger data, charging seemed relatively normal over the past three days. The information did not show the timeframe that the patient was referring to. It was suggested that the patient contact the manufacturer or health care professional (hcp) when the event occurs so the information could be reviewed immediately. The rep would review the information with the patient. The rep noted that the patient was getting good therapy from the stimulation. The event was noted to be about a month or two ago. Other relevant medical history includes spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.